Manufacturer narrative:
The clips remain in the patients. The devices will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Implant date: dates estimated. The UDI number is ¿ni¿ as the catalog number was not provided. The additional patient effect of deaths reported in the article are captured under a separate medwatch report. Attachment: article titled, prevalence of left ventricular thrombus formation after mitral valve edge-to-edge repair".

Event description:
This is being filed to report thrombosis, bleeding, stroke, heart failure, respiratory failure, medication intervention. This article discusses the prevalence of left ventricular (lv) thrombus formation following percutaneous mitral valve edge-to-edge repair (tmvr) with mitraclip. A single center observational retrospective all-comers study of all consecutive patients treated with the mitraclip system between 11/2010 and 10/2017. Additional adverse effects noted with the mitraclip device were death, thrombosis, medication, bleeding, stroke, heart failure and respiratory failure. The study concluded left ventricular thrombus formation following tmvr implantation is a rare complication that occurs solely in patients with severely depressed lv-ef even under doac therapy. Details can be found in the attached article, prevalence of left ventricular thrombus formation after mitral valve edge-to-edge repair. No additional information was provided.

Event description:
N/a

Manufacturer narrative:
The devices were not returned for analysis. The lot history record review and similar complaint review were not performed because this complaint was based on a review article, and no device/lot information was provided. Based on the limited information provided, heart failure and respiratory failure were related to patient conditions. Thrombosis/thrombus, hemorrhage, and cerebrovascular accident cannot be determined. Thrombosis/thrombus, heart failure/congestive heart failure, hemorrhage, cerebrovascular accident (stroke), and respiratory failure are listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported medication required was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.